Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unspecified wound closure procedure on (B)(6) 2022 and suture was used. The needle broke during sewing the uterus and the tip fell into the abdominal cavity. The surgeon found it in time and took out the broken needle tip. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/13/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. The following information was requested, but unavailable: *was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. *what is the current condition of the patient? *was the needle piece removed from the patient during the same procedure? *were x-rays taken to locate the needle? *was there any patient consequence or injury? *what is the patient¿s current health status and condition? *was any other tissue damaged as a result of searching the needle? * could you please clarify procedure date? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.